Event description:
This event involved a patient with who experienced a high power event approximately three months post heartware lvad implantation. The patient reported high power alarms and went to a local hospital. The patient was transferred to a vad-implanting hospital and treated with a heparin drip later that evening. The site reported that the next day, the patient's lvad power consumption remained stable. The patient was then treated with tirofiban. By the next day, the patient was feeling well and was stable. The site reported that their plan at this point was to continue with tirofiban and heparin for the next few days until the lvad power is stable and below 4.5w and to consider listing the patient for transplant.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The product remains implanted in the patient and therefore is not available for return to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump hw3368 in relation to the reported event. These included labeling/instructions for use, clinical evaluation, log review/analysis and review of manufacturing documentation. Based on review of all the available information, the reported event of high power was confirmed in the controller log file analysis. A clinical factor which may have contributed to the high power event includes the patient's questionable compliance with anticoagulation medication. Based on available information there is no evidence to suggest a device defect.